Event description:
The patient was taken to the hospital (B) (6) 2010, due to elevated blood glucose of 32.6 mmol/l (587 mg/dl). The mother stated, the patient bolused once through the infusion device and once by insulin pen to lower his blood glucose. She stated, the patient was not eating and he vomited 6 times. No further information was provided. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.